Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom the reported event is confirmed via product return and evaluation. Visual examination of device identified signs of repeated use (nick and gouges), fractured on the lateral side of post and also at the anterior section of the had fractured off. Not all pieces were returned. Review of device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined, however prior investigation into complaints associated with this device fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload. Hackle marks, riverlines and striations were found in the case of low cycle fatigue culminating in a bedding overlad failure type. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.